Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the questioning on the percent pacing on quick look data and how it would clear. The device is still in use. No patient complications have been reported as a result of this event.